Event description:
Initial report: it has been reported to philips that the data monitor was dark and nothing would display. Reboot was performed however did not resolve the issue. The patient exam was cancelled. No harm has been reported. Philips has started an investigation of this complaint. The available information suggests that there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed this complaint as reportable.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside the clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor is black and nothing is displayed. Fse found that the monitor was defective. The data monitor could not input dvi. Fse replaced data monitor and made changes to epx. After that system was returned to good working condition.